Event description:
It was reported that the cadd solis legacy pump gave error code "lec 1870". It was reported that there was no patient involvement in the reported event.

Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy pump was returned for analysis. During analysis, the customer's reported problem was able to be confirmed. The pump was found to be displaying "1871" error code message on power up during the investigation. Visually inspected the pump and found loose optical switch orange wire. Service repositioned the wire into place to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.